Event description:
As reported, the lead was explanted due to infection.

Event description:
As reported the lead was explanted due to infection. Updated information clarified that the lead was capped and not explanted.